Event description:
Customer reports bulging of the silicone segment while infusing chemotherapy on their primary tubing set on 4 south. There was no report of harm to patient or medical intervention. No further patient or event information was provided.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.